Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had the arctic sun device that was getting error number 80 (non-recoverable system error). Expected value 6 actual value 29.7 during the preventive maintenance . As per sample evaluation results on 07feb2024, it was reported that upon opening machine, a note was found taped to the evaporator tube saying " plastic end piece fell inside water tank.